Event description:
This case occured outside of USA in united kingdom. On 14-apr-2025 the UK subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected: - on (B)(6) 2024 with 1 ml of rha3 in the lips (0.3ml) and in the naso labial folds (0.7 ml) using retrotracing and fanning techniques, ar needle for the lips and a cannula for the nlf ((B)(4)). - on (B)(6) 2024 with 0.6 ml of rha 2 in the lips (0.4 ml) and in the oral commissures (0.2 ml) using retrotracing and fanning techniques, a needle for the lips and a cannula for the oral commissures. (Current complaint). The patient also received injection of azzalure (botulinum toxin) in the glabella on (B)(6) 2024. Approximately 3 months after the last injections, around the (B)(6) 2025, the patient experienced an hypersensitivity reaction and was hospitalized for 2 days. This case was assessed as serious and reportable. The patient was prescribed the following treatments during her hospitalization: - antibiotic treatment (flucloxacillin). - prednisolone 30 mg reducing by 5 mg every 5 week until 6 weeks. - ppi omeprazole20 mg. A local medical expert was contacted for guidance. The later recommended hyaluronidase injection under ultrasound. An appointment with the injector was scheduled on (B)(6) 2025 to dissolve the three remaining lumps in the nlf area which were very tender. According to the information received on 28-apr-2025, the filler was dissolved in the area and the patient was happy with the results. Therefore, the case was closed.

Manufacturer narrative:
Delayed allergic reactions that may manifest weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections. Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of products.